Event description:
The customer alleged that the patient developed a post-operative "propionibacterium acnes (p acnes) infection" approximately 3 weeks after the original surgery. It was reported that two (2) 4.5mm crossft anchor w/3 #2 hifi sutures were used during a rotator cuff repair procedure on (B)(6) 2012 (complaint (B)(4)). The report indicated that a (B)(6) male patient developed a propionibacterium acnes infection approximately 3 weeks after the original surgery. The first symptom of this reported postoperative "p acnes" infection appeared on (B)(6) 2012 with redness and pain in the surgical area. Incision and drainage were performed at that time to release the pain and pressure. The patient was then treated with IV vancomycin and ceftriaxone. The patient current condition was described as okay and that no further drainage required.

Manufacturer narrative:
To date, both implants remain implanted. A review of the device history record shows this lot #359258 was manufactured on may 2, 2012 in a lot of (B)(4) units with no noted discrepancies that could have caused or contributed to the reported post-operative "p acnes" infection. Lot #360899 was manufactured on may 14, 2012 in a lot of (B)(4) units with no noted discrepancies that could have caused or contributed to the reported post-operative "p acnes" infection. Further review of the overall complaint files for this catalog item #cfp-4503 shows no other reports of infection received elsewhere other than the (8) complaints filed by the same facility/doctor alleging the same infection on this and 3 other patients. (MFR. Report #1017294-2012-00046, #1017294-2012-00047, and #1017294-2012-00048). No additional units of these lot numbers were available for evaluation and none remained in stock. The non-absorbable 4.5mm crossft suture anchor with 3 #2 hifi sutures is intended to reattach soft tissue to bone in orthopedic surgical procedures. The risk of post-operative infection after a surgical procedure always exists. The instruction for use for this device lists infections, both deep and superficial and allergic reactions under adverse events. Research from the journal of shoulder and elbow surgery on this type of infection states the following: "the shoulder is thought to have a propensity for infection with p. Acnes because the organism is the dominant anaerobic bacteria isolated from healthy skin in moist areas such as the axilla. P. Acnes is known to be a common causative organism in infections after shoulder instability surgery and arthroplasty." Several authors have also reported that p acnes was the most common infecting organism of deep infection after rotator cuff repair. Devices remain implanted.